Event description:
Implant broke after fusion. No additional info was provided.

Manufacturer narrative:
Technical discussion with the surgeon confirmed the implant loop breakage and toe bent. No additional info was provided. Therefore, the root cause of this event is unk. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.